Event description:
It was reported that the pump showed error "cassette not attached." There was unknown patient involvement, and unknown signs or symptoms.

Manufacturer narrative:
H3, h6: one pump was returned for analysis. The cassette not attached properly was verified visual inspection and attaching the 50 ml cassette. Functional testing confirmed the reported issue and found that the downstream occlusion (dso) sensor was faulty as the dso reading was off. The pump failed to recognize the cassette. Service history identified the complaint was not related to a previous service of the device within the review period. The manufacturer representative replaced the dso sensor, dso seal, and dso bezel, and the pump passed dso testing and 50 ml cassette testing after repair.